Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a low battery alarm was confirmed by baxter personnel as a depleted battery alarm. This condition was caused by depleted main batteries. This condition was resolved at the facility by a baxter field service technician by replacing the main batteries and battery harness. Should additional information become available, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through mdq-CAPA (B)(4). A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump. Should additional information be received, a follow-up medwatch will be submitted.

Event description:
The facility reported a colleague infusion pump with a low battery alarm. According to the facility, it is unknown when or in which care area this event occurred. Upon reviewing the pump's event history, baxter quality engineering discovered that a battery depleted alarm interrupted delivery. There was no patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 5.04.00.